Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead was bent. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient status was unknown.

Manufacturer narrative:
The reported event of ¿helix on lead was bent¿ was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched/ damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to damage helix consistent with procedural damage.